Event description:
It was reported to depuy acromed that a lumbar cage broke post-operatively. Furtehr information from the complainant revealed that the cage actually rotated and was not broken. A revision surgery was required to re-position the cage. It was also reported that the cage was used by itself (no posterior fixation) and placed at an oblique angle. There were no other adverse consequences to the patient.